Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered.

Event description:
(B)(4) - the dentist reported that after dental implant was installed in intraoral region 30#, its non-osseointegration was observed. In addition, the patient presented bone type I, immediate implant and immediate load were performed and bone graft was executed.